Event description:
It was reported during a diagnostic laparoscopy the direct puncture technique was used with the initial puncture. The surgeon identified a nick in the bowel with the laparoscope. Another surgeon, was called into the case. The incision was extended and the injured bowel externalized. The injured bowel was repaired with a stapler. 6/6/97 the surgeon was doing a laparoscopic procedure for endometriosis, she noted some petechia in the area of the transverse colon after doing a direct insertion of the 511s trocar. This was later demonstrated to be a perforation of the colon; this was handled with a mini-laparotomy. The pt has done well and permanent sequelae are not expected. A video tape is available and the surgeon will consider sending it to co. The instrument was not saved and there is no other materials to be examined.